Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral hip pain- present for five years. Clicking, snapping/popping, numbness, night pain, pain with activities, radiating pain with sitting, pain with standing. Symptoms worse with standing, squatting, kneeling, sitting, bending, climbing stairs, twisting, moving, and walking. Bilateral xr: eccentric positioning of the femoral head worse than left. Well fixed acetabular and femoral components. "Polyethylene wear causing eccentric femoral head position.". A definitive root cause cannot be determined. The complaint is confirmed based on the medical note findings. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk head 28mm +0. Unk trilogy spiked cup 56mm. Unk versys stem 15mm std. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient reported left hip pain over the last five years and radiographic imaging displayed eccentric positioning of the femoral head due to poly wear. No revision has been performed at this time. It was reported that no further information could be provided.